Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was in the 300 mg/dl range. His blood glucose kept increasing and he felt sick. His blood glucose then increased into the 400 mg/dl range. The patient treated via insulin pump bolus and his blood glucose began to decrease. Troubleshooting was declined. The insulin pump was not returned for analysis.